Manufacturer narrative:
In the process of getting the unit returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Email states unit produced a burning smell and their fire alarm went off. Unit not producing any alarms, or displaying any lights. Wanting to send unit in for evaluation. Vitality medical technician, augustine herman, tested this unit. Unit was ran and could not produce any burning smell or alarms. Unit was deemed working fine and perfectly operational.

Manufacturer narrative:
Device was returned for evaluation. During testing, the uut did not exhibit any signs of a malfunction. The unit produced adequate purity, within the 87 - 95.5% specification for the unit and the product pressure was within the 4.1 - 10 psi specification. Additionally, the unit charged its battery and operated on battery power adequately. The uut did not produce any abnormal smells (such as burning) or sounds during testing. The unit did not produce or smoke or show any signs of smoke or burning during testing.